Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported difficult to remove the gripper line was confirmed via returned device analysis; however, visual inspection identified a knot at the end of the gripper line which was likely the cause for the difficulties experienced by the user. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and while the reported difficulty to remove the gripper line and gripper line stretching were able to be replicated during returned device analysis, a knot was identified at the end of the gripper line during visual inspection, which was likely the cause for the reported difficulty removing the gripper line during the procedure. In addition, the reported stretching of the gripper line was likely a secondary effect of the difficult removal. If resistance is encountered when retracting the gripper line, additional force required to remove the line can cause the gripper line to stretch, which was replicated during returned device analysis. While the reported noise was not replicated or confirmed during returned device analysis, it is likely that the noise was a secondary effect of the difficulties removing the gripper line. The reported partial clip movement on the leaflet appears to be related to procedural conditions and a secondary effect of the difficulties encountered while removing the gripper line. Lastly, the reported patient effect of tissue damage was likely due to the clip movement on the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line, the partial clip movement and suspected tissue damage. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The first clip was implanted successfully, reducing mr to 2. A second mitraclip delivery system (cds) (61221u152) was deployed on the mitral valve leaflets without issue and mr was reduced to 1; however, the gripper line was difficult to remove. When pulling the gripper line, the gripper line began to stretch. It is possible that when pulling the gripper line, the implanted clip (61221u152) moved as it was noted to be in a tilted position, but remained secure on the leaflets. Although not confirmed, leaflet damage may have occurred as mr returned to 2-3. The cds was removed over the gripper line. Once the cds was removed from the sgc, the gripper line was removed from the cds and a noise heard. The gripper line seemed to have been stuck in the cds because after the cds was out, the gripper line came out easily. A third clip was implanted to further reduce mr; however, mr remained 2-3. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.